Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. After rotablation was performed, a 3.00mm x 15mm nc emerge balloon were selected for use. The balloon was inflated 3-4 times at more than 20atm, greater than rated burst pressure, for 5 seconds. On the final inflation, the balloon burst. The device was completely removed, and the procedure completed with another of same device. There were no patient complications.